Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA (B)(6) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2015, the voluntary recall was initiated. A monopty probe was returned for evaluation. The investigation is confirmed for a break, as the cannula hub was found broken. The investigation is inconclusive for failure to fire, as the device could not be functionally tested due to broken cannula hub. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided biopsy, after the fourth tissue sample acquisition the device would not fire to collect tissue,. Another device was used to complete the procedure. There was not report of patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.